Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue was identified by the biomedical technician (biomed) who visually observed blood on the 2008t machine where the patient was dialyzing and on the floor. The bloodlines had ruptured at the arterial portion of the blood tubing near the heparin connection tubing. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the reported event occurred at the beginning of treatment. It could not be confirmed whether the machine alarmed to indicate an issue. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 400 ml. Treatment was restarted and the patient successfully completed treatment on the same machine with new supplies. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. The reported issue was identified by the biomedical technician (biomed) who visually observed blood on the 2008t machine where the patient was dialyzing and on the floor. The bloodlines had ruptured at the arterial portion of the blood tubing near the heparin connection tubing. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the reported event occurred at the beginning of treatment. It could not be confirmed whether the machine alarmed to indicate an issue. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 400 ml. Treatment was restarted and the patient successfully completed treatment on the same machine with new supplies. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.